Event description:
It was reported that, postoperatively, the left ventricular (lv) lead was noted to be dislodged on a chest x-ray. A lead revision was performed to attempt to reposition the lead. However, during the procedure, the physician questioned the lead's integrity when a "kink" in the lead and visible coil disturbance was noted. In addition, the lead was unable to be advanced to the desired location. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated apparent explant damage. (B)(4).